Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had really bad blood glucose readings and went into a seizure. The customer stated that she had to get her neighbor to feed her juice. The customer stated that she slept through the alarm and by the time she woke up, she pulled everything off and had her neighbor give her juice. The customer stated that the doctor was on the other line. The customer was advised to call back to troubleshoot for the pump and low blood glucose readings.